Manufacturer narrative:
(B)(4). The device was manufactured february 7, 2015- february 9, 2015. The device was received for evaluation. Visual inspection noted particulate matter inside the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in a large volume infusor. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.